Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Unable to test for alarm due to button/keypad anomaly. The insulin pump had a cracked case at display window corner and a scratched display window. No frozen screen or constant tone noted. The time clock properly advanced. Used a test keypad and the insulin pump responded properly to button presses.

Event description:
It was reported that the customer's insulin pump had a frozen display, and the time on the device was not advancing. Troubleshooting was performed. It was stated that the buttons were unresponsive, and error alarm occurred during or after the buttons stopped functioning. Instructed the customer to remove the battery for two hours, but the anomaly persisted. No further information was provided.